Event description:
Nc emerge balloon "winsock" rupture occurred in the guide during procedure. Lead physician identified issue as device failure. Support staff sequestered the device and reported issue to leadership team. Vendor called, product information given. Device and packing secured and stored. Quality notified and report log (rl) created.